Manufacturer narrative:
A ge rep evaluated the system, and regreased the high voltage cable connectors. Repair status of this system is unk. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the system is making an arcing sound. No pt injury was reported.